Event description:
Reported as: "a port leak, and not holding fluid, with cracked tubing at the junction. The port was replaced only."

Manufacturer narrative:
Taper ii. Based on the serial number and implant date and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product, however, the analysis results are pending at this time. Device labeling addresses the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."